Event description:
It was reported that during a quadriceps anterior cruciate ligament procedure, when closing the graft donor site, the scorpion needle broke off into the shaft of the device. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. The patient's incision was enlarged because of this issue. It was not necessary to do a second surgery. ***update cmackenbach 6-jun-2025 further information was received that x-ray confirmed that there was nothing left inside patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The reported event was confirmed as one unpacked broken part of ar-12990n with unknown batch was received and the visual evaluation did show that the broken tip of the device is stuck inside the ar-12990 (see evaluation picture 2). This type of event is most likely resulting from improper device handling. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.